Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported her buttons were unresponsive and getting stuck on her insulin pump. The customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.